Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked and the returned battery cap was damaged. Investigation also revealed that there was contamination under all keypad button contacts. Additionally, investigation revealed that the display was discolored. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on 02/20/2015.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 02/20/2015 with the following findings:visual inspection revealed that the battery compartment was cracked and a portion around the threads was missing. The returned battery cap threads were found to be stripped and damaged. The returned battery cap was not able to be fully secured to the pump. A test battery cap was used to complete all testing. The keypad cover was found to be thinning and torn near the ok button. During testing, all keypad buttons responded appropriately to button presses. The keypad cover was removed and contamination was found under all button contacts. Additionally, evaluation revealed that the display was discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4)